Event description:
Plaintiff reports initial bilateral implantation 10/13/82, with replacement 10/28/82. Plaintiff alleges injuries as a result of implants containing or consisting of silicone, silicone gel, and/or elastomer made of silicone.